Event description:
It was reported a diagnostic angiogram was completed on (B)(6) 2010, and an angio-seal was deployed with no problems. The pt was discharged as normal and no issues were reported. On (B)(6) 2010, the pt returned to the hospital per his general practioner's request, due to reports of pain and swelling at the angio-seal puncture site. On (B)(6) 2010, the pt was referred to another hospital where they could be seen by a vascular physician, where an ultrasound could be performed. Ultrasound results showed infection at the puncture site and antibiotics (type and does unk) were prescribed. The pt was discharged from the hospital and told to schedule a followup appointment at the hospital where the angio-seal was deployed. On (B)(6) 2010, the pt was seen for a follow up appointment. After two weeks on the prescribed antibiotics (B)(6) infection was found in blood cultures and the pt has consistently been running a high temperature. Another ultrasound appointment has been scheduled in approx three months time. Additional info was not available at this time.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the are. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.